Event description:
A malfunction alarm was reported with a code displayed as malf 0. There was no adverse impact to the customer¿s blood glucose level. The customer followed guidance from technical support to reset the pump, and after doing so, the malfunction did not recur. The customer was advised to call back if the issue happened again and confirmed understanding of the instructions.